Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1888tc, st jude competitor lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that on the transmission, the presenting electrogram morphology did not correlate with the presenting markers or to the heart rate information provided by the patient's nurse. The device remains in use. No patient complications were reported as a result of this event.